Event description:
During use of fortec laser fiber connected to fortec laser holmium, a piece or pieces of fiber sheathing left working end of fiber (piece tore somewhere along with fiber, and packaging) while laser firing at prostate. Patient was not harmed.